Event description:
It was reported that during a moderately calcified, non-tortuous right popliteal artery angioplasty, a fox sv was advanced without issues. The balloon was inflated to 12 atmospheres (atm) with the first inflation, 18 atm with the second inflation, and with the third inflation at 24 atm the balloon ruptured. There was slight difficulty with the removal of the balloon delivery system due to the calcifications, but it was able to be removed without intervention. The procedure was abandoned at this time. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-above rated rupture rate. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox sv percutaneous transluminal angioplasty catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the reviewed information, no product deficiency was identified.